Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure (B)(6). Date of index surgical procedure (B)(6) 2017. What were current symptoms following the index surgical procedure? Onset date? Pain and vomiting. Day of the evisceration. Other relevant patient history/concomitant medications - no. What tissue type and location of the suture placement? Hysterotomy sutured with vicryl 1, aponeurosis sutured with vicryl plus 2, skin sutured with staples. What tissue dehisced? Aponeurosis and skin. Was product vcp1059h, lot lc8bmwr0 (vicryl plus 2) used in another tissue? Na. Did the suture break? Yes. Knots were in place. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. How was the suture placed (interrupted or continuous)? Interrupted. How was the suture tied (square knot or multiple knots one end)? Multiple knots one end what date did the patient present with dehiscence (# post op days)? (B)(6) 2017 (d8 post op). How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes - removal of vicryl 2 and suture with pds ii. What was the appearance of the suture during the second procedure? Good. What suture and technique were used in the skin closure and the fascia? Skin closure with separated blair-donati stitches with flexocrin 3/0. What is physician¿s opinion as to the etiology of or contributing factors to this event ? 2. Knots in place, non-inflammatory tissues, uninfected tissues, impression of thread rupture on a part of the suture. What is the patient current status? The patient is fine (consultation on (B)(6) 2017).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of index surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what tissue type and location of the suture placement? What tissue dehisced? Did the suture break? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? If a surgical intervention was performed, provide surgical/operation notes. What was the appearance of the suture during the second procedure? What suture and technique were used in the skin closure and the fascia? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent a c-section procedure on unknown date and the suture was used. Following the procedure, the patient experienced post procedural complications. Nine days after the procedure, the patient underwent a re-intervention/re-operation for postoperative evisceration. Additional information has been requested.

Manufacturer narrative:
Additional information: unopened representative samples were received for analysis. Per the sample condition the assignable cause cannot be determined since no defects were observed on the packet or the suture and the tested sample meet the requirements.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.